Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change and subsequent dry run the ilet generated an ¿unable to proceed¿ error after rewind, consistent with an occlusion during fill tubing and a complete blockage associated with the tubing component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a communications-related problem was identified, and the event was characterized as a complete blockage associated with the tube component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.